Event description:
On january 16, 2008, a clinical incident involving a turbovac 90 with integrated cable was reported to arthrocare corporation. During a shoulder arthroscopy and cuff repair procedure, it was reported the screen from the tip of the wand detached and remained in the patient's shoulder. An x-ray of the surgical site confirmed a metallic artifact was remained in patient's soft tissue. There is no plan to reoperate to remove the fragment. In addition, there is no reported injury to the patient and no reported complications.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The visual examination confirmed the screen had detached. The detachment of the screen was due excessive electrode wear. Arthrocare has included in the instructions for use for the device the following warning: "excessive wear of electrodes may result from vigorous use against bony surfaces."